Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the self-test and error test. Insulin pump received with an alarm in the history file. Insulin pump alarmed due to corrupted history file. Insulin pump had minor scratches on display window. No other alarms noted.

Event description:
Customer reported she received an unexpected restart, external ram error and displayable history failed on startup alarms. Several error alarms found n the history. Customer stated a temporary basal was not programmed before the unexpected restart alarm. The insulin pump was not stored or not in use for an extended period of time. Blood glucose value is over 124 mg/dl. Nothing further reported.